Event description:
The reporter stated the surgeon inserted a aq2010v three piece silicone lens. The haptic tore off in the cartridge as the lens was inserted in the eye. The lens was removed and replaced with another same model lens and no injury to the pt. Reporter stated cause of haptic tear was due to loading error.

Manufacturer narrative:
(B)(4). Eval method: lens work order search, cartridge lot number search. Results: a visual inspection of the returned product found loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: (no conclusion can be drawn). Based on the complaint history, cartridge lot number and lens work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).